Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned proximal femoral nail anitrotation blade is unlocked and shows scratches at the sleeve. There are no other visual signs of damage. The post-operative unlocking of the proximal femoral nail anitrotation blade likely resulted because of an improper locking of the blade. Using appropriate alterative devices showed that the locking mechanism of the returned article works as intended. No product fault could be detected. The scratches at the sleeve are probably the result of the removal of the blade during revision. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the proximal femoral nail antirotation (pfna) was implanted successfully with the blade locked after having been implanted in the head of the femur. After the patient had started weight bearing, the blade became unlocked which led to a lateral migration of the blade outside the pfna. The pfna was revised with another pfna with augmenting the blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: event date: unknown. Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.